Event description:
It was reported that: "during surgery one of the headless pins became locked inside the cross pin hole of the distal resection guide. In an attempt to remove the headless pin with the headless pin puller, the tip of on pin broke off and became engaged inside the headless pin puller."

Manufacturer narrative:
Evaluation summary: the root cause is user related. It is likely that the device was damaged by inappropriate pin usage. The returned distal resection guide is within specification in the sections of holes that are not galled. This is confirmed by the dimensional analysis. A review of the device manufacturing history record indicates that devices of the reported lot were manufactured and accepted into final stock without reported discrepancies.